Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer performed a supply change to resolve the occlusion. Customer's blood glucose (bg) level was 400 mg/dl - "high"; specific value not provided. Cause of elevated bg was unknown. A manual injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.